Event description:
During a fistulogram procedure, the sheath leaked at the hub. The procedure was completed successfully. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures or experienced any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). A review of complaint history, documentation, quality control, trends, and a visual inspection and functional test of the returned device were conducted during the investigation. One used sheath was returned for evaluation. Based on user testimony, the device leaked during the procedure. The procedure was successfully completed with no need to replace device. Functional testing confirmed that the device leaked and a visual inspection noted excess adhesive between the sidearm fitting and cap. Functional/destructive testing on previously returned devices found the similar observation that there was an excessive amount of adhesive applied on the threads between the cap and the side arm fitting. The proper application of adhesive would be at the transition of the cap to the side arm fitting; not on the threads. The excessive adhesive or the seepage of adhesive up inside the cap would not allow for proper seating of the silicone disc, nor would it allow for proper curing during the uv lighting procedure. Patient risk has been assessed and determined that while the health risks associated with this nonconformance can potentially range from low impact to moderate harm, it is unlikely that its occurrence will lead to a serious adverse health consequence to the patient. Based on all available market surveillance information, the likely severity associated with this failure mode is low impact. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a fistulagram procedure, the sheath leaked at the hub. The procedure was completed successfully. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4).

Event description:
During a fistulogram procedure, the sheath leaked at the hub. The procedure was completed successfully. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.